Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information but no response was received from the customer. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that high energy endo therapy accessories were used without maintaining enough distance from the tip of the endoscope. However, a conclusive root cause was not determined. The event can be detected/prevented by the following instructions for use which state: instructions for gif/cf/pcf 190 series operation manual chapter 3, ¿preparation and inspection¿ ¿inspection of the endoscope¿ inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The user may be able to prevent the subject event by following the below item in IFU. Instructions for gif/cf/pcf 190 series operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories¿ ¿high-frequency cauterization treatment¿ warning never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device inspection that the plastic distal end cover of the gastrointestinal videoscope had a burn. There were no reports of patient involvement.